Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the stapler sureform 45 instrument jaws would not open and was stuck in closed position. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 45 instrument and the reload involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found at the wrist assembly. A new reload was installed successfully into the grip housing. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation was proper. No I-beam damage was observed. Logs showed one firing failure due to tissue thickness. Failure analysis found the additional failure of a firing failure to not be related to the customer reported complaint. The root cause could not be established. Log review details showed this stapler instrument experienced one partial fire at 87% completion while firing a white reload. This was the third fire of this stapler instrument. The maximum strength use during this firing movement was at 695 n and lasted for 27 seconds. There were total of 8 incomplete clamps and 10 completed clamps during this procedure. No image or procedure video was provided for review. The reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. Reload knife and shuttle track was concealed at the distal end of the cartridge. No damage was found with the reload. A review of the site's complaint history does not reveal any related complaints involving this product. A review of the instrument logs for the stapler sureform 45 instrument (part# 480445-04 / sn: (B)(4) / sequence#: 0119) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 6 uses remaining. The instrument has maximum of 12 lives and the issue occurred on its 6th use. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported as a reportable malfunction due to the following conclusion: it was alleged that the stapler sureform 45 instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.